Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: "lap chole" "we had the same issue today with product code cd003 lot number 1295392. It appears to be a bad lot. " (B)(4) addressed the first event. Additional information received via telephone on 22jan2018 at 8:47 am from materials manager at (B)(6) surg center. The string broke. The same doctor performed the procedure as in the first event. Similar incident to the first event. Additional information regarding the event is pending answers from the or staff. The device was discarded. The package only is available. Additional information received via email on 22jan2018 at 9:20 am from materials manager at (B)(6) surg center. Two photographs were provided of the packaging. It was reported on the package "string broke on retraction bag ripped with traction (B)(6) 2018." Additional information received via email on 26jan2018 from materials manager at (B)(6) surg center. The incident occurred at (B)(6) surg ctr. The product was discarded of. The incident was detected during the surgery. The surgeon was operating the device at the time of the incident. The stryker camera, trocars, and graspers were being used when the incident occurred. The name of the procedure is a lap chole. Bag opened normally and gallbladder was placed inside the bag. When surgeon retracted the handle to close the bag - string broke off bag. Surgeon was able to reach bag with hemostat and pull through incision to remove. Bag did split open with tension from pulling with instrument to remove. Stable - no injury." Additional information received via email on 29jan2018 from materials manager at (B)(6) surg center. "The bag split open, down the side, it did not fall apart into pieces or "unravel"." Type of intervention: "surgeon was able to reach bag without hemostat and pull through incision to remove." Patient status: stable - no injury.

Manufacturer narrative:
This report is linked to medwatch #507173.

Event description:
Additional information received via email on 02feb2018 at 9:56am from materials manager from (B)(6) center. "We would like to return the remaining 7 cd003 in our inventory back for credit. We do not want to use the lot number with reported incidents on future cases." Received mw5075173 via mail on 09mar2018.